Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one suturing device. Visual and functional inspection indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. While passing the needle through stomach tissue, the needle broke in half. Nothing disengaged into the patient cavity. The broken half of the needle was retrieved with a laparoscopic hand instrument. To correct the issue, another suturing device was used to complete the procedure. There was no patient injury.